Manufacturer narrative:
Manufacturer narrative:: investigation identified a coding error within the stella 2.0 program software; when a customer has multiple toric lens line items in stella (multiple toric lens reservations for the same eye) and an iod is generated from the patient's list view page, order confirmation or shopping cart, the system may incorrectly display the same placement axis for all reserved toric lenses instead of the correct placement axis associated with each individual lens line item. Only the implant orientation diagrams (iods) printed using stella 2.0 between (B)(6) and (B)(6), 2026, and not the lens itself, is affected by this issue. D2 - the product code "mta" is entered to satisfy mandatory field requirements, as the device software is not currently classified and does not have an assigned FDA product code. G4 PMA/510(k): p030016/s001/a016 (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, there was an adverse event associated with an iod recall. Reportedly, "actually, I noticed a discrepancy in some cases between the ordered houses and the implantation diagram. However, the implantation was carried out each time with the corresponding axis."